Event description:
The pt had a slight return of symptoms. They were unable to aspirate from catheter so decided not to continue troubleshooting. The pt was unable to get an MRI done because a surgical lead was in place. At the last pump refill session, there appeared to be fluid leaking from the puncture site. The pump contained hydromorphone, clonidine and bupivacaine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).